Event description:
The uch clinical laboratory experienced low recovery of digoxin in its assay as identified by care providers. Date range of low recovery appears to be in 2007 through 2008. Problem first brought to lab's attention approx jan 31, 2008. Investigation showed deterioration of calibration 5-7 days after calibration -mfg states within- lot calibration stability of 42 days-. Vendor was contacted 2-1-08 by lab to discuss issue. Vendor shipped new lot number of calibrator and reagent which was placed in use 2008. Lab notified on 2-14-08 by care provider of questionable low result. Lab reviewed qc and noted excellent performance with no indication of bias, trending, or imprecision. Digoxin assay was calibrated on another analyzer -same model-, sample was retested and results were comparable to first analyzer. Sample sent to two other hospitals in town which use different platforms/methodologies for comparison testing; their recovery was what was expected given the pt's history. Digoxin testing has been suspended from the uch analyzers until resolution is identified. Dates of use: 2007 -- 2008, diagnosis: laboratory testing for therapeutic levels of drug, event reappeared after reintroduction: #1 - yes, #2 - yes.